Event description:
It was reported that a patient underwent a lap hernia incisional repair procedure on (B)(6) 2022 and suture was used. During use, the tip broke off. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Component code: g07002. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested: did the needle fall into the patient? If yes, was the needle piece(s) retrieved during the same procedure? Were x-rays taken to locate the needle piece(s)? What measures were taken to retrieve the broken piece? Was there any additional tissue damage as a result of searching for the needle piece? Does a piece of the needle remain in the patient¿s tissue? If yes, are any plans in place to remove the needle piece in future? What tissue structure the broken needle was located? What is the surgeon's opinion of consequences to the patient? Please provide the lot number. The following information was obtained: the patient had a lap hernia repair near completion. The surgeon complained ¿the tissue is quite tough or the suture is blunt¿. Extracted the suture from the abdomen reviewed the suture and noted possible 2 ¿ 3 mm at the tip end had broken off. Reviewed the abdomen with the scope, x-ray the patient with ii machine ¿ not detected. Reviewed the drapes and the floor ¿ not detected. Surgeon reviewed and happy to proceed with the closure, believed no harm to the patient as such a small fragment and could not be detected via the ii in the abdomen lot number of the suture not recorded. As it could not be sighted, no plans for future surgery removal and no harm / consequence to the patient. Surgeon was happy to proceed, as such a small fragment / suture tip is smaller than the whole of a 9-0 suture in size, therefore undetectable in x-ray.